Event description:
Additional information was received that reports the pump will be sent back for investigation. The aic data will be downloaded also.

Manufacturer narrative:
B5. Additional event description was added.

Event description:
An impella cp device was inserted into the right femoral artery in a 74-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While trying to prime the pump, the menu skipped past the purge and into ready to start pump page. Multiple troubleshooting attempts were made to restart the menu, change the cassette and monitor, but were unsuccessful. It was noted that the first impella pump never entered the patient's body. The device was removed and a new impella cp was placed. After two hours on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, did not contribute to the patient's death, which was due to the clinical presentation of a critically ill patient in cardiogenic shock, dependent on vasopressor support, complicated by stage e shock.

Manufacturer narrative:
A4: weight is unknown a6: race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9: is device returned to manufacturer? And date device returned to manufacturer added.